Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient states that the leak was noticed at the end of treatment when he opened the door to remove the cassette. The leak was noted on the cassette domes. Patient has had no ill effects and did not receive any antibiotics. Sample has not been returned to the manufacturer.